Event description:
MFR received a letter from an attorney, the plaintiff is claiming that after the plaintiff parked plaintiff's vehicle in a handicapped designated parking spot, the ramp of plaintiff's lift tilted downwards, causing plaintiff's wheelchair to slide forward, throwing plaintiff to the ground. As a result of the incident, the plaintiff sustained bilateral fractures of the femur and other unspecified injuries.